Manufacturer narrative:
Event date: date is year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient was having a hard time lately. They had a new inhaler, which was working the opposite of what they wanted and they were having more off periods than on periods. They were no longer taking the inhaler due to the increased amount of off time. It was also reported the therapy was turning off by itself. The ins was turning off when the patient did not know it. The patient could have forgotten to charge the ins because they have been having troubles lately. It was unknown if the ins was depleted because the patient then mentioned changing their patient programmer batteries and turning stim back on. No further complications were reported as a result of this event.